Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01167. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During preparation for the procedure, the pusher assembly of a ruby coil (lot #f62474) became kinked and was not used. During the procedure, while advancing a new ruby coil (lot #f62476) through a px slim delivery microcatheter (px slim), the ruby coil pusher assembly became kinked and the ruby coil was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.